Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device was spitting clips. There was no pt consequence.

Manufacturer narrative:
Based upon the inquiry info received and the visual and functional results, it was conlcuded the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instruemnt is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.